Manufacturer narrative:
This report originally filed as 1119421-2018-01005. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unable to tolerate monovision. The iol was exchanged for another lens twenty one months following the initial implantation. In a follow up, the facility representative reported the patient experienced monovision intolerance in 2016. The lens was exchanged for another lens of the same model with 2 diopters less power. The iol was discarded during the explant procedure.